Event description:
Dual-chamber pacemaker inserted in 2004. Pt admitted as 23 hours observation following procedure. The next day pt found on floor, CPR initiated. Stat echo reveals cardiac stand still and pacemaker wire extruded through right ventricle. Cardiac tamponade also noted. Pt taken to surgery for repair attempt.